Event description:
Axios stent malfunctioned after initial puncture. Resulting in an unsuccessful attempt to salvage the choledochoduodenostomy anastomosis, which then resulted in a bile leak. To address this, the patient had a gallbladder stent placed and referred to interventional radiology for an urgent percutaneous transhepatic drain. Outpatient procedure converted to inpatient hospitalization. Manufacturer rep aware and device sent for testing. Device information, axios 10mm, m00553640, 162657, log4609172.